Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the clip retrieved? Was the procedure altered to retrieve the clips? If so please explain. Was the post-op care changed due to the extended time f the procedure? Was there any bleeding? If so how much bleeding? What was the patient¿s condition after the procedure was completed?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure there was malformation of the clips for the device and in every 4th or 5th time of firing the clips starts losing and falling off. This lead to an increase the time of the procedure with creation of stress on the surgeon and high risk for bleeding to the patient.